Event description:
Boston scientific received information that this right atrial lead had dislodged resulting in poor sesning and loss of capture. A surgical intervention was performed to explant and replace the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.